Manufacturer narrative:
This report is being supplemented to provide additional information that was received about the event.

Event description:
The procedure was therapeutic, there was no patient harm, there was a delay to replace the optic, the replacement optic was used, and the device was manually reprocessed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the event occurred due to water invasion of electronic components. The cause of the water invasion was not established however, it is possible the light guide connector lost water tightness. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿ltf-s300-10-3d operation manual chapter 3 preparation and inspection 3.7 inspection of the endoscopic system_ inspection of the endoscopic image IFU: ltf-s300-10-3d reprocessing manual chapter 1 general policy 1.4 precautions :before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate into the endoscope, and it can be damaged. IFU: ltf-s300-10-3d reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) 5.4 leakage testing of the endoscope _perform the leakage test when attaching the adapter of the leakage tester (wa23080a) or the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the adapter or connector cap of the leakage tester and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed in the water. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was received for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the scope communication error 226 was displayed due to signs of rust found on the video card. Air leak inspection did not show any water leakages. Olympus will continue to monitor field performance for this device. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate into the endoscope, and it can be damaged. When attaching the adapter of the leakage tester (wa23080a) or the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the adapter or connector cap of the leakage tester and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed in the water. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the loaner videoscope had defective optics and spontaneous image disturbances. The issue was found during an unspecified surgery. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.